Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was administered for hemolysis. Hemolysis was resolved post tpa.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported hemolysis could not conclusively be determined. The patient remained ongoing on lvad support until they expired on (B)(6) 2011 of an unknown cause. The pump was not explanted, and is not available for evaluation. Hemolysis is listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
While at the hospital reviewing historical records, the manufacturer's clinical representative determined that the event of (B)(6) 2010 had not been reported to the manufacturer. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.